Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an scd pump. The customer states there is an error code 3 and wires are frayed. The unit was sent to a covidien service center. Upon triage, a service technician found power cord is damaged and showing bare copper wire on 155-h and 115-n and is an electrical hazard.